Event description:
We received an alert via the hmsc of noise on rv channel with an aborted shock. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt the lead was found cut 54 cm proximal to the lead tip. A distal lead fragment was received for analysis. The proximal lead fragment was not returned. Explantation aids were still mounted in and on the distal lead fragment. The performance of the distal lead fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 13 cm to 7 cm proximal to the lead tip the insulation was found damaged due to wear. A short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The insulation was found abraded trough 48 cm proximal to the lead tip, exposing the conductor cable leading to the right ventricular ring electrode. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing or a nearby lead. Further damages like cuts into the insulation 23 cm proximal to the lead tip most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.